Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part # # 04.038.290s lot # h296277: release to warehouse date: 21 march 2017, expiration date: 28 february 2027, manufacturing site: (B)(4): a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 90 mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2017 due to a helical blade that had migrated in the femoral head superiorly. The malfunction was identified on (B)(6) 2017 during a post-operative follow up visit. All implants were removed and the patient was revised to a total hip. Procedure was completed successfully with a ten (10) minute surgical delay. The original intertrochanteric hip fracture was treated surgically on (B)(6) 2017. Concomitant devices: 11 mm/130 degree ti cann tfna 235 mm/left-sterile (part# 04.037.145s lot# h323260 qty 1), 5.0 mm ti locking screw w/t25 stardrive 46 mm for im nails (part 04.005.536 lot unknown, qty 1). This report is for one (1) tfna helical blade 90 mm sterile. This is report 1 of 1 for (B)(4).